Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-06261 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an obtryx transobdurator mid-urethral sling system during a procedure on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.